Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Patient stated that she fainted due to inaccuracies and a family member administered glucose solution to revive her. At the time of the event, the cgm displayed 91mg/dl and the blood glucose meter displayed 47mg/dl. No doctor was consulted. No additional event information was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and fainting.